Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Additionally, it was reported that a cartridge alarm 9 occurred. Reportedly, the customer was using cold insulin at the time of the event. Tandem technical support (cts) educated the customer that cold insulin is off label per the tandem user guide. Customer¿s blood glucose level was 223-232 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.